Event description:
Right side inguinal hernia. Repaired with perfix plug. Hurts all day, everyday. To the point of disabling pain on occasion. Causing severely swollen testicle and constant pain as well. This is the worst thing that has happened to me. And I have a very bad back. Fractured 5th lumbar, osteoarthritis, etc. This perfix plug is worse. Something must be done asap. Not later, now. Dates of use: (B)(6) 2009 -- (B)(6) 2011 current.